Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker declared a lead safety switch (lss) due to high out of range impedance measurements on the right atrial (ra) lead. The patient's ra lead is a non-boston scientific product. Isometrics were performed in the bipolar configuration and no noise was seen. When programmed to the unipolar configuration muscle noise was seen. Boston scientific technical services (ts) recommended programming to bipolar sense and unipolar pace. This pacemaker remains in service. No adverse patient effects were reported.